Event description:
It was reported that patient enrolled in a clinical study underwent initial left total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2004 due to periprosthetic fracture. The femoral stem and head were replaced and cables were implanted to address the fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device.¿

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.